Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing leaked at port closest to the patient. There was no report of harm. This happened the week of (B)(6) 2018.